Event description:
On (B)(6) 2012, the distributor contacted animas, alleging that the up arrow, down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no damage was observed. Evaluation revealed that the down arrow and contrast buttons were intermittently responsive. The up arrow and ok buttons responded appropriately. There was evidence of contamination found under all key contacts during testing. The keypad was found to worn, which has no effect on insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).